Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: wear abrasion, white particles, creases flat, deformation device and weight to the specification. Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.